Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low voltage alarms occurred while on mobile power unit (mpu) power. The issue did not occur while on battery power. Log file review revealed the event log file did not capture the reported low voltage alarms which were observed on the system controller alarm history screen during the period of time from (B)(6) 2025 19:39:53 - (B)(6) 2025 14:23:11. The data involved with this event was likely purged and replaced with newer data. The periodic log file was set to capture data every hour. The periodic log file did not reveal any emergency backup battery (ebb) usage. Ebb usage would have been expected if there as an issue with the mobile power unit losing ac power, however that did not appear to be this case in this situation. Log file analysis was unable to determine the cause of the low voltage events based on the data recorded. It was noted by the clinic that the patients power cable cords did not fully connect onto the mpu as they did onto the patients battery clips. The mpu was exchanged with a loaner mpu, and the patient would inform the center if the alarms recur on the new mpu.

Manufacturer narrative:
D4 - UDI - updated. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file; however, the alarm was not reproduced during testing of the returned mobile power unit (mpu). The reported event of difficulty connecting power cables was confirmed via product testing. The associated system controller event log file was reviewed, and relevant timestamps spanned approximately 1 day (19:39:53 on (B)(6) 2025 to 14:23:11 on (B)(6) 2025). From 02:07:38 to 02:14:16 on (B)(6) 2025, while connected to the mpu, intermittent power cable disconnect alarms activated due to relative state of charge (rsoc) invalid faults associated with the white power cable being outside the expected voltage range. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. The mpu, serial number (B)(6), was returned to the service depot and was functionally tested. The mpu was able to operate without issue, and the reported alarm was not reproduced. The patient cable was replaced and forwarded to product performance engineering (ppe) for further analysis. At ppe, damage to the patient cable connector threads was noted. The returned product was inserted into a test mpu and operated as intended. When connecting power cables to the patient cable, the system controller's power cables were unable to thread completely onto the threaded connectors; however, this did not affect their functionality during testing. The reported low voltage alarms were unable to be reproduced. Information provided stated that the patient was sent home with a loaner mpu and would inform the center if any alarms recurred. Multiple good faith effort (gfe) attempts were sent to determine the cause of the alarms, if the patient had any more alarms since the mpu exchange, the patient's status after the event, and the specifics regarding the alarm type; however, no response was received. The root cause of the difficulty connecting the power cables to the patient cable was determined to be the thread damage on the patient cable connector. The root cause of the low voltage alarms could not be conclusively determined through this investigation. Incidental findings: detached c67 capacitor from the main pcb, loose power cable connector sleeve the relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s emergency backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep the equipment away from any water or liquid, as it may fail to operate. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power and low power alarms. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.